Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "pt's total knee was revised for instability. Insert was changed from 16mm to 22mm thick."